Event description:
The customer reported the ventilator was alarming due to a blower temperature high occurrence. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer (fse) reported review of the device diagnostic history noted a blower temperature high occurrence. The fse replaced the blower to address the reported problem. Applicable final testing was performed per operating specifications.